Manufacturer narrative:
Lens work order search-no similar complaints reported for units within the same lot.claim# (B)(4).

Event description:
The reporter indicated that the bottle was damaged when opened. The 12.1mm vicmo12.1 implantable collamer lens of -7.5 diopter was still implanted on (B)(6) 2022. This resolved the problem. Cause is unknown.

Manufacturer narrative:
H6; device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the packaging configuration of the lens vial. An action plan, health hazard evaluation (hhe) on 2ml vial breakage was initiated to assess and implement corrections and preventive actions for the failure identified in this complaint. The hhe for the 2ml vials found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the acceptable range. The manufacturer of the 2ml vials was also asked to switch back to the prior packaging configuration to prevent further vials from breaking during usage or shipping. Thus, no further action is required at this time. Claim# (B)(4).

Manufacturer narrative:
H6: based on the results of the investigation, the probable cause of this event is related to a change in the packaging configuration of the 2ml vials. Health hazard evaluation (gp-1416) found no severe threat to public health. An action plan, CAPA m22-04, has been initiated to assess and implement corrective and preventative actions for the failure identified in this complaint. Claim #(B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the material of the lens vial. An action plan, health hazard evaluation (hhe) on 2ml vial breakage was initiated to assess and implement corrections and preventive actions for the failure identified in this complaint. The hhe for the 2ml vials found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the acceptable range. The manufacturer of the 2ml vials was also asked to switch back to the prior packaging configuration to prevent further vials from breaking during usage or shipping. Thus, no further action is required at this time. Claim# (B)(4).